Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous superficial femoral artery that is 95% stenosed. The lesion was prepped with a 5x100 unspecified balloon at 17 atmospheres. An unspecified .014 guide wire was placed and a 6.5x200mm supera self-expanding stent system was attempted to be deployed over the guidewire, but the stent only partially deployed last struts were locked in stent catheter. The stent extended from the sfa to the common femoral artery (cfa) to the iliac artery. The stent was pulled in the long sheath and was removed from the access site. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported stretched stent was unable to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the heavily calcified, heavily tortuous and 95% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation/deployment failure. Interaction and/or manipulation of the compromised device resulted in the reported stretched stent and ultimately resulted in the reported tip material separation/noted tip, tip lumen and tip jacket separations. As reported, the separated tip was removed via snare and a two-hour delay. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent, to the filed report it was noted that the tip of the supera separated and the separated tip was removed via snare. There was no adverse patient sequela; however, a two hour delay was noted. No additional information was provided.